Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1000 tubes cit plh 13x75 1.8 plbl ce l/bl .109 were underfilled. The following information was provided by the initial reporter: "underfilled tubes observed during the collection, due to maybe less vacuum on the tubes."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 1000 tubes cit plh 13x75 1.8 plbl ce l/bl .109 were underfilled. The following information was provided by the initial reporter: "underfilled tubes observed during the collection, due to maybe less vacuum on the tubes."

Event description:
It was reported that 1000 tubes cit plh 13x75 1.8 plbl ce l/bl .109 were underfilled. The following information was provided by the initial reporter: "underfilled tubes observed during the collection, due to maybe less vacuum on the tubes."

Manufacturer narrative:
The following fields were updated with additional information: date received by manufacturer: (B)(4).